Event description:
My name is (B)(6). Although I'm an inmate at (B)(6) prison, I still need your help. On (B)(6) 2010, I had an outpatient surgery at (B)(6). My surgeon's name is (B)(6) md. The surgery was a large direct left inguinal hernia with essentially blow-out the inguinal canal floor. The size of the defect was about 2x5 cm. Now what I need you to understand is the repair of the direct left inguinal hernia took two large proloop mesh pads, made by atrium medical corporation. Now 2014, the FDA is warning the drs and the public about the use of these mesh pads and the side effects. Now ever since these two proloop mesh pads were put in me, I've had bad medical problems. I can feel the mesh pads, it's tender and often hurts to have my pants press on the place where the two mesh pads are. Now, for the last two yrs, I've had problems urinating and that's not getting any better. I can't do sit-ups because it pulls on the mesh pads, and that puts me in more pain. I understand that because the sit-ups in zolo is what gave me my hernia in the first place. I still have three more yrs left in here, but once I'm out, I'll have surgery again to have these two mesh pads removed. But until I do get to have them removed, I'm going to keep having medical problems with them. Now, because I am having problems urinating and am in pain from these two mesh pads and I can't work out; I'm going to need surgery again. I feel that I should have an attorney representing me in court, for my pain and ongoing medical bills. I don't have the money to pay an attorney, but I would hope that you would accept a percentage of what I may get out of a case like this, or accept payment once the case is over. I really don't know how that all works. I've never gone to court because of a problem like this before. I only know that I have two mesh pads in me, that need to come out and until they do, I'm going to keep having medical problems. I am sending you a copy of every thing I have with the hope that you'll help me. If you can't help me, can you tell me what I should do. Here is my return address and I thank you for your time.